Event description:
It was reported that when device was used during a video assisted wedge resection procedure, it would not staple the tissue. Another device was used to complete the case with no consequence to the pt.